Event description:
Upon safety checks the patient's PICC line was found to be clamped which was ordered to be infusing maintenance fluids. The pump did not alert a warning of down streamed occlusion. The patient had been noted to have decreased urine output and was given a nsb. The pediatric team was notified of the situation and the pump was changed out and sent to biomed.